Event description:
The implant removed was 1 of 4 implants placed during the same procedure in the 34, 35 and 37 tooth sites. The implant removed was in the 36 site. When an attempt was made to remove the screw holding in place the hexagonal transfer (taking the imprint), the implant came out together with the transfer according to statements by the dr.